Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the customer experienced a blood glucose (bg) was "low" (specific value was not provided). Cause was unknown. Customer consumed soda to address bg level. Reportedly, customer continued to use the pump for insulin therapy.